Manufacturer narrative:
Device evaluated by MFR.: the returned watchman delivery system was received for analysis and the reported event was confirmed. The returned device consisted of a watchman delivery system (wds) with the implant feet outside the sheath 0.5cm, and blood in the device. Visual inspection identified numerous kinks in the sheath. The kinks were most likely caused by procedural factors due to the forces that are put upon the device during insertion, advancing, and manipulation. Microscopic inspection revealed tip damage as the tri-cuts were flared and there were abrasions on the inside of the sheath tip. The implant had anchor damage and there was a hole in the sheath 1cm proximal of the tip. The observed tip and anchor damage is consistent with deploying the implant and then re-capturing past the anchors and re-deploying in the anatomy.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman closure device and delivery system (wds) were introduced through a watchman access system. The wds was deployed at the laa, however the closure device did not meet release criteria and it was recaptured. During recapture, the anchor of the closure device hooked the wall of the delivery system sheath but was able to still be successfully recaptured. The 30mm wds was removed and exchanged with a 27mm wds to successfully complete the procedure.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman closure device and delivery system (wds) were introduced through a watchman access system. The wds was deployed at the laa, however the closure device did not meet release criteria and it was recaptured. During recapture, the anchor of the closure device hooked the wall of the delivery system sheath but was able to still be successfully recaptured. The 30mm wds was removed and exchanged with a 27mm wds to successfully complete the procedure.